Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced urinary tract and bladder infections, incontinence, vesical dyskinesia. In october 2000 the pt was diagnosed with an infected and eroded vaginal sling, cystotomy and an abcess cavity with pus. Part of the sling was removed. Pt then began to leak urine through a fistula between the vagina and bladder. In december 2000 the pt was diagnosed with a vesicovaginal fistula, protegen mesh in situ and urinary incontinence and the remaining portions of the sling were removed. The pt had abdominal surgery in december 2000 for a severe abdominal infection "directly related to the infected sling." The device was not returned for eval.